Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The image acquisition system (ias) back panel and felt strip were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a connection issue between the monitor and the imaging system. No further information was provided. There was no patient present.

Manufacturer narrative:
The rear panel assembly was replaced. Functional testing found that there was connection issues. The part was determined to be malfunctioning. If information is provided in the future, a supplemental report will be issued.